Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported that she had been experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 580 mg/dl. Blood glucose level at the time of the call was 571 mg/dl. The customer reported that there were cracks near the display screen. Customer stated that she did not remember how that damage occurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.